Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast augmentation with two smooth mentor memorygel breast implants (500cc on the left and 425cc on the right) experienced postoperative bilateral capsular contracture (baker grade iii on the left and baker grade I-ii on the right), left-sided implant rupture, and unexplained systemic symptoms, including fatigue, sleep disorder, muscle and joint pain, easy bruising, yeast infections, chest pain, anxiety, depression, tinnitus, dry skin, vertigo, hair loss, brain fog, low libido, chronic congestion, night sweats, heart palpitations, weight loss, and visual problems. As a result, the patient underwent explantation without replacement on (B)(6) 2020, and left-sided implant rupture was discovered upon removal. This medwatch report is for the right-sided implant.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As per the mre, device manufacture date was updated. Manufacturer¿s reference number: (B)(4).